Event description:
The daughter of a (B)(6) male pt contacted zoll customer support to report an unrelated complaint. During servicing, a reportable event was discovered. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: electrode belt (B)(4) was evaluated for an unrelated complaint. Upon evaluation the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.